Manufacturer narrative:
Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or the patient/manikin is not correctly centered. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
The customer reported that the autopulse platform (serial # (B)(6)) could not be use on a patient due to the user advisory "(ua)02" (compression tracking error), "ua18" (max take-up revolution exceeded), "fault code 27" (encoder fault) and "ua45" (driveshaft not at "home" position after power-on/restart) error messages upon power on. The customer was unable to clear the advisory and immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial #(B)(6)) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message" was confirmed during the functional testing and in the archive data. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The secondary reported complaints that "the autopulse platform displayed "ua02" (compression tracking error) and "ua18" (max take-up revolution exceeded) error messages were not confirmed during functional testing but confirmed in the archive data. The confirmed uas in the archive were not reproduced during the functional testing. The other reported complaint that "the autopulse platform displayed "fault code 27" (encoder fault) was not confirmed during functional testing and during archive data review. Upon visual inspection, unrelated to the reported complaint, top cover has a large crack at the corner near the lcd and power on/off button was noted. The cause for the damaged cover was likely attributed to user mishandling. The top cover was replaced to address the observed physical damage. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The archive data indicated multiple ua45, ua18, and ua02 messages, thus confirming the reported complaint. The "fault code 27" (encoder fault) error was not listed in the archive. Also, unrelated to reported complaint, multiple ua07 (discrepancy between load 1 and load 2 too large) error were noted. Load cell characterization results confirmed both load cell modules function within the specification. The ua07 error might be related to the patient not being oriented on the autopulse platform correctly or having shifted to one side. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. The other reported uas could not be duplicated during the functional testing. Furthermore, the autopulse platform was stressed out with lrtf (large resuscitation test fixture) for approximately 15 minutes, and no problem was found. Following service, the autopulse platform passed the run-in and final tests without fault or error.